Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation, angle down or separation. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, there was a foreign objects inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional nonreportable malfunctions: due to wear of angle wire the bending angle in up direction and the upward/downward (u/d) knob did not meet the standard value, bending section cover (a-rubber) had a scratch, adhesive on a-rubber had a chip, due to clogging of nozzle the water removal ability did not meet the standard value, plastic distal end cover (c-cover) and connecting tube had a scratch, protector of universal cord on suction connector (s-connector) side had a scratch, scope connector (sc) cover unit had a scratch, forceps elevator (fe) lever had a scratch, fe knob, u/d knob, and right /left (r/l) knob had a scratch, suction cylinder (s-cylinder) was shaved, switch box had discoloration, c-cover and switch box had a scratch, suction connector (s-connector) had corrosion and a scratch, universal cord, grip, and control unit had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.